Event description:
It was reported that the affirm crashed during biopsy, after re-targeting more than 1 cm. No injury reported. A field engineer was dispatched to the site and determined the bcm, bgm pcb, and bgm cable needed to be replaced. Once this was completed the system was working as intended.

Manufacturer narrative:
Correction to section b4. Date of this report. The year of the submission was incorrect and updated to december 31, 2019.